Event description:
Boston scientific received information that this product was part of an infection. Per the patient request, no surgical procedure was done. Four months later, the system was extracted due to the remaining infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.